Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was found to be dislodged from the rv septum placement. The lead had lost slack and the tip of the lead was found to be pulled back to the right atrium. Total loss of rv capture was noted. Repositioning was attempted, but unsuccessful due to the access point in the subclavian vein and interaction with the clavicle and fist rib. The helix was found with excessive tissue attached upon removal. The lead was replaced. No patient complications have been reported as a result of this event.